Event description:
A government agency reported that the vitrectomy head handle was loose at an unknown timing of optic surgery. Replaced with new vitrectomy head. It was unknown whether the surgery was completed. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review of the file, it was determined that the information provided for this vitrectomy head handle loose does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. The manufacturer internal reference number is: (B)(4).